Manufacturer narrative:
It was reported that the patient underwent cystoscopy and incision of an unknown sling on an undisclosed date. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision on (B)(6) 2012.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior repair with pelvisoft porcine graft, due to stress urinary incontinence and cystocele.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent cystoscopy and incision of sling on (B)(6) 2012 due to sui and cystoscopy with urethral bulking on (B)(6) 2013 & (B)(6) 2014 due to mixed urinary incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.